Manufacturer narrative:
Product was not returned to manufacturer . No examination was performed. The review of the device history records did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. From information provided, based on the product history records, and the recurrence of this type of event for this implant, the likely cause for the event is a lack of distraction when inserting. It points out that the surgeon did not follow the instruction as mentioned in the surgical techniques. This could explain the disassembly that could have been caused by contact with surrounding tissues (emphasized by problematic patient anatomy). The investigation found no evidence to indicate device issue. Root cause: user error (instruction was not followed).

Event description:
Mobi-c p&f us : disassembled during insertion from information provided, "dr. (B)(6) was inserting the mobi 15x17 h5 when suddenly the implant disassembled once deployed in the interbody." The surgery was completed successfully with another implant. A delay of 60 min has been reported. No impact on the patient. Additional information was received on june 28th, 2018 : according to reporter, surgeon did not encountered resistance. The "anatomy of patient seems to have been a big part of the problem", and the distraction was released while inserting.